Event description:
It was reported that an unspecified number of bd alaris pump module smartsite infusion burette sets experienced device damage. The following information was provided by the initial reporter: burette in a 150ml buretrol cracked along the side wall of the burette when nurse was priming IV fluids into it.

Manufacturer narrative:
Investigation summary: one photo was provided by the customer for quality investigation. The customer complaint of component damage was verified by visual inspection of the photo. The photo shows that the burette chamber has a large crack running down the length of the chamber. A device history record review for model 2441-0007 lot number 22055752 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be fully determined. By examination of the photo provided, the probable root cause for the damage seen, is that the burette was squeezed in attempt to prime the assembly. The burette is not intended to be squeezed in order to prime the infusion set. Priming is done with the drip chamber attached below the burette. Squeezing the burette will cause the damage seen in this complaint.

Event description:
It was reported that an unspecified number of bd alaris pump module smartsite infusion burette sets experienced device damage. The following information was provided by the initial reporter: burette in a 150ml buretrol cracked along the side wall of the burette when nurse was priming IV fluids into it.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22055752; medical device expiration date: 16-may-2025; device manufacture date: 09-may-2022. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.